Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt had increased pain. A revision of the catheter connector took place on (B)(6)2010. The pt recovered without sequela. It was later reported the pump contained morphine at 20 mg/ml at a dose of 11.992 mg/day, bupivicaine 27 mg/ml at a dose of 16.189 mg/day and compounded baclofen 1050 ug/ml at a dose of 629.9 ug/day.